Event description:
The patient is an omnipod 5 registry subject who triggered an alert after responding "yes" to the registry question asking, since their last assessment on (B)(6) 2025, they had experienced a severe hypoglycemia event resulting in fainting, passing out or a seizure. Clinical product support (cps) initiated the required follow-up to gather information regarding the reported potential adverse event. The patient contacted insulet using the reference number associated with this case. During the call, the agent attempted to transfer the patient to cps and explained the need to collect information related to the event. The patient declined to provide details and disconnected the call. No clinical information was obtained. The case was closed following completion of three cps good-faith outreach attempts.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.